Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for advanced technology intraocular lenses. Clinical reason for explant mentioned as rotation of iol and residual myopia. Additional information has been requested.